Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering, and has sustained permanent injury. Per additional info received, the pt has experienced mild discomfort, urinary frequency, nocturia, overactive bladder symptoms, exposed permanent suture in the apex of the vagina, significant hot flashes, mild vaginal atrophy, vaginal bleeding, post-menopausal bleeding, vaginal suture retention since vaginal vault repair 2007, hematuria, urinary tract infection, bladder tumor, cystoscopy and transurethral resection of 2 bladder tumors (largest 2 cm), acute and chronic cystitis, vaginal itching, stress urinary incontinence, vaginal spotting, bladder infections, urgency, urge urinary incontinence, incontinence symptoms-worse at night, posterior graft is indurated and palpable but non-tender and asymptomatic to pt, vagina is foreshortened, bilateral erythema on dependent portions of labia majora, hypermobile urethra, absent vaginal tone, 2nd degree cystocele, mixed urge and stress, urinary frequency, urinary incontinence, suture exposure/foreign body in vagina, urogenital atrophy, satellite lesions on her vulva due to a chemical dermatitis exacerbated by her incontinence and depends use, detrusor overactivity, abnormal voiding, urethral hypomobility, mixed incontinence, severe detrusor overactivity, urge incontinence, voiding dysfunction, vaginal dermatitis, vulval itching, vulval burning, severe leakage with urge, vaginal and vulvar discomfort, vaginal irritation, leakage of urine when getting up at nighttime associated with urgency, severe vaginal itching and burning due to vaginal estrogen cream, pain or discomfort in the power abdominal or genital region, moderate difficulty emptying her bladder, urine leakage or prolapse, pressure in the lower abdomen, usually has to push on the vagina or around the return to have or complete a bowel movement, she moderately loses stool beyond her control if stool is loose or liquid, moderate pain with passing a stool, strong sense of urgency and having to rush to the bathroom to have a bowel movement, urine leakage associated with a feeling of urgency, introitus is gaping, perineal body is somewhat diminished, pelvic adhesions, and rectovaginal fascia.